Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a unexpected cgm app shut-off. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected cgm app shut-off was confirmed via data. A root cause could not be determined.